Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 05/2024.

Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly partially deployed. It was further reported that tip of the stent allegedly perforated and got stuck into the the outer covering of the stent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical device was not returned for evaluation. However images were provided for review. The submitted images show a contaminated and partially deployed delivery system. In addition there is a picture of the label on the cover of the device. The information matches the complaint. A physical sample was not returned, so that perforation cannot be confirmed. Based on the provided information the investigation is confirmed for partial deployment. A definite root cause for the reported event could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: d4 (expiry date: 05/2024), device not returned

Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly partially deployed. It was further reported that tip of the stent allegedly perforated and got stuck into the the outer covering of the stent. The procedure was completed using another device. There was no reported patient injury.